Event description:
The device was received for service. During service testing, failure code 814:01 (pump left in depleted/damaged battery alarm for an extended period of time) was found in the event history.